Event description:
It was reported that when using the bd pyxis¿ es server, all the stations on disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server and executed downtime query in structured query language (sql), verified carefusion coordination engine (cce) time was in sync with server time, and confirmed disconnected flag was set to 0. Then the tss restarted relevant services (data sync service 1.0, bd external messaging, bd maintenance, and bd job scheduler) and validated in healthsight viewer (hsv) that no communication errors were present. Successfully logged into patient encounter system (pes) and confirmed normal functionality. Connectivity between station and server was verified, with communication working as expected. Considering a prior network outage reported by the customer, performed login testing on a station and observed no issues. Customer confirmed that all stations were communicating properly and users were able to log in without errors. The system functioned as intended when the technical support specialist verified the device.